Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the returned device evaluation results. Visual inspection upon receipt revealed no defects. The actual sample was rinsed and dried and then subjected to another visual inspection and revealed no defects. The actual sample was built into a circuit with tubes and bovine blood was circulated through directly and confirmed to flow through the actual sample in a smooth manner. Additionally bovine blood was circulated in the actual sample while the pressure drop was determined. The obtained values were verified to meet the manufacturer specifications. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "the capiox hemoconcentrator is designed to operate at flow rates within the range of 100 to 500 ml/min during ultrafiltration. Do not use blood flow rates outside this range. Less than 100 ml/min blood flow may cause blood coagulation in the device. Do not exceed 50% hematocrit at the blood outlet during ultrafiltration. Do not stop blood flow during xtracorporeal circulation as it may cause clotting in the system. A blood flow of least 50 ml/min is recommended even if ultrafiltration is stopped by clamping the filtrate line. Bubbles in the system may cause clotting and blood damage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4: UDI - not required, the reported product code is a bulk item. The actual device has not been returned to the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. See MDR 9681834-2017-00049 for the second event reported. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned manufacturer

Event description:
The user facility reported that the hemoconcentrator device had no flow during cardiopulmonary bypass. The following information was provided by the user facility: the product was changed out with the same reported lot number and still did not work; blood loss for the first hemoconcentrator device used was 20 ml; blood loss for the second hemoconcentrator device used was 80 ml; the procedure was completed successfully.